Event description:
It was reported that a malfunction alarm occurred. Subsequently, the customer's blood glucose level rose to 432 mg/dl, leading to vomiting and ketoacidosis. The customer's mother administered an insulin injection via pen and rebooted the pump, after these corrective actions, the child's blood glucose level returned to normal by 12:30 pm on sunday and remained stable.